Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. No damage was noted on the power cord, power extension cable, or exterior of the unit. The main assembly was opened, and a large scorch mark was noted on the inside of the lid. Additional scorching and soot were evident on the inner wall of the main assembly next to the fan. A detailed visual analysis of the main pcba concludes that the capacitor on location c184 exploded, causing the scorching and soot marks, due to an unknown event. Puckering and other heat damage to the proximate component on l42 was also noted. This damage led to the unit not being able to power on or function. Missing screws that connect the pcba to its casing are believed to have contributed to the electrical overstress on the pcba. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the cause for the reported event of power issues can be attributed electrical overstress on the main pcba.

Event description:
This report is to advise of an event observed during analysis confirming thermal decomposition of the device.